Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a partial display screen. The patient's blood glucose level was 169 mg/dl at the time of the call. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector at the lcd board. The pump passed the displacement and unexpected restart error tests. No unexpected restart or external ram crc error alarms noted. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.